Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that they had to get an emergency appointment with their dentist for pain that they were having. The dentist found a crack tooth that was caused by the aligner. A crown had to be placed and the aligner no longer fits. Requested letter of diagnostics for dental work completed and if patient is cleared to continue treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.